Event description:
It was reported that an ongoing, intermittent occlusion alarm occurred. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level (522 mg/dl), life-threatening ketone levels, and multiple instances of vomiting which led to tonsil pain. In the ICU, the customer was treated with intravenous saline and insulin, and was released the following day with no permanent damage. The customer reverted to an alternate method of insulin therapy.